Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading. The elective replacement indicator was no, indicating that the generator battery had not reached end of life. The pt reportedly falls frequently. Lead break is suspected. No adverse event was reported in conjunction with the high lead impedance condition. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. Investigation to date has been unable to determine whether the high lead impedance reading was at a level indicative of a device malfunction because no response has been received to manufacturer's requests for additional information from treating neurologist.